Event description:
It was reported that during a scheduled retrieval of an ivc filter, fluoroscopy demonstrated a detached limb that had fractured into two pieces. The filter was retrieved without incident. One piece of the fractured detached limb was retrieved while the other piece of the fractured limb remains embedded in ivc wall. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed, the investigation is currently underway.